Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. On an unreported date, the patient began treatment with fortaz and ancef intraperitoneally (doses and frequencies not reported) for 21 days for the peritonitis. The patient was discharged from the hospital after five days and reported to be recovering from the peritonitis. The patient had not yet been retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.